Event description:
The patient was undergoing a microneurosurgery procedure using the apollo system apollo wand. During the procedure, two apollo wands began to leak at the irrigation tubing connection. Another apollo wand was used and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: there is no visible damage to the exterior of the apollo wands. Conclusion: the complaint has been evaluated. The complaint indicates that the apollo long catheter leaked at the connection the wand attaches to the irrigation tubing. Evaluation of the returned devices confirmed that the apollo long catheters were fully functional. Based on the description of the event and evaluation of the returned devices, it appears that the luer fitting that connects the wand to the irrigation tubing might have not been tightened properly when the system was configured during preparation for the procedure. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00732.